Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a gastric procedure, sealing of packaging was defective at 2 points. Stapler was not sterile. Device was not used. New device was opened. No harm to patient.

Manufacturer narrative:
(B)(4).batch # t92l2r. Investigation summary: the analysis results found that a psee60a device was returned outside its original package. Only the tyvek was returned for analysis. The tyvek was visually inspected and no anomalies were observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. Device history lot: a manufacturing record evaluation was performed for the finished device lot t92l2r number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch t5an5u number, and no non-conformances were identified.